Event description:
A distributor reported an issue where the pump declared a cartridge change error during the loading process. There was no reported impact to the customer's blood glucose level. The customer technical support (cts) team provided detailed instructions for troubleshooting, including inspecting and cleaning the pump, but the issue persisted. Despite efforts, the cartridge could not be loaded, and management approved a replacement under warranty. The customer declined to disclose the backup therapy being used in the interim.